Event description:
The customer tested 9.8 mmol/l on the advantage ii system and injected unspecified long-acting insulin. About 30 minutes later the customer reported having hypoglycemic symptoms and was taken to the hospital. She tested around 3 mmol/l on a professional device and was injected with glucose and admitted to the hospital for a few days. Requested return of suspect device however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.